Event description:
Patient owned zevex infinity pump alarms "err 10". Caregiver turned on pump and pressed prime button before pump ran through diagnostics and then was unable to turn off the pump. Pump exchanged for another properly functioning pump. Patient doing bolus feeds until new pump received.